Event description:
On (B)(6) 2026, a patient underwent a stent placement procedure by using a fluency plus stent graft for left lower extremity arteriosclerosis. It was reported that during the procedure, the fluency stent graft was introduced however, it allegedly stuck during deployment. Multiple attempts were made to release the stent, but it could not be fully released and had to be withdrawn from the patient¿s body. The procedure was subsequently completed using another device. There was no reported patient injury.

Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the fluency plus vascular stent graft that are cleared in the us. The pro code and 510 k number for the fluency plus vascular stent graft are identified in d2 and g4. Manufacturing review: based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. However, the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product, and the product was found to have met the specification prior to shipment. Investigation summary: the delivery system sample was not returned for evaluation. However, provided x rays, photo and video showed the stent graft to be partially deployed which leads to confirmed results for partial deployment. In this case, it was reported that a 0.035 inches guidewire was used with a 9f sheath for access, the tracking vessel was neither tortuous nor calcified, there was no damage on the device prior to use, pre dilation was performed and the device was flushed before use. Based on the available information and evaluation of the provided photo, x rays and video, the investigation is closed with confirmed results for misfire. A definitive root cause for the reported event could not be determined. Labeling review: a review of the relevant labeling confirmed that instruction for use adequately address the potential risks. The instruction for use states: if excessive force is felt during stent graft deployment, do not force the delivery system. Remove the delivery system and replace with a new unit. Regarding device preparation, the instruction for use states: prior to loading the delivery system over a guidewire, both ports must be flushed with sterile saline to eliminate any air bubbles that may be trapped in the inner catheter lumen and/or the stent graft lumen. Flushing these lumens will also facilitate stent graft deployment. For required materials, the instruction for use specifies the need for an appropriate introducer sheath and a 0.035 inch (0.89 mm) diameter super stiff guidewire. Packaging symbols indicate an 8f introducer and a 0.035 guidewire. The instruction for use also notes: pre dilatation of the stenotic lesion may be performed prior to stent graft deployment at the discretion of the treating physician. G3, h6 (method, result, conclusion). Section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2026, a patient underwent a stent placement procedure by using a fluency plus stent graft for left lower extremity arteriosclerosis. It was reported that during the procedure, the fluency stent graft was introduced however, it allegedly stuck during deployment. Multiple attempts were made to release the stent, but it could not be fully released and had to be withdrawn from the patient¿s body. The procedure was subsequently completed using another device. There was no reported patient injury.

Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the fluency plus vascular stent graft that are cleared in the us. The pro code and 510 k number for the fluency plus vascular stent graft are identified in d2 and g4. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photos, images and videos were provided for review. The investigation of the reported event is currently underway. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.